Event description:
Patient was on her front porch attempting to sit on the hd rollator. As she sat, the left front wheel support fork broke causing the rollator to tilt backwards with the patient hitting her head on the porch rail and twisting her right wrist. Patient went to the emergency room, her injury by her admission was not serious, a bump on the head. She saw another doctor for her right wrist 2 days later. The fall backwards aggravated a pre-existing carpal tunnel condition.